Event description:
It was reported that the patient presented to the emergency department due to discomfort from inappropriate shock caused by far p wave oversensing exhibited by the patient's right ventricular (rv) lead. Device interrogation revealed that the patient's rv lead exhibited low pacing and defibrillation impedances, low sensing, and failure to capture. A chest x-ray was performed and revealed that the rv lead had been dislodged. Programming changes were made initially to disable high voltage therapy. The rv lead was repositioned successfully on (B)(6) 2025. Patient was stable.